Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer stated their blood glucose level was "high", however the exact value was not provided. The customer stated they would deliver a manual injection. Reportedly, the customer has manual injections available as alternate insulin therapy.